Manufacturer narrative:
A review of documentation, manufacturing instructions, specification and quality control data was conducted during the investigation. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. One open and five unopen packages of the complaint lot were returned. The catheter in the open package was returned in two pieces. Separation occurred at 14.7cm at 15cm the ink bands. Ink bands at 15cm has three bands of ink. One of the three 15cm ink bands was missing. This segment wired using a .038 wire guide, and no occlusions were noted. There is approximately 8mm between the 15cm and 16cm ink bands missing. The proximal segment measured 54cm long. Dried contrast occluded the catheter and could be visualized under magnification. Overall length including missing piece indicate the catheter was approximately 69.7 cm. Under magnification, the material has the appearance of the being pinched and pulled to separation contrast is noted in one of the separated pieces. No kinks were observed on the catheter material. The material was pliable and could not be separated by hand during this investigation. The remaining five unopen devices were opened and examined during investigation. The material appeared pliable and does not crack. Unable to pull catheter material to separation. There were no obvious manufacturing anomalies observed on the remaining catheter. It was observed that the used device was damaged by an instrument of undetermined origin. Based on the available information, the root cause is related to the product use or handling caused by another device. Per the quality engineering risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that the open-end ureteral catheter broke in half when the physician was pulling it out of the patient upon completion of the cystoscopy with retrograde pyelogram (rpg) procedure. No unintended section of the broken device remained inside the patient¿s body as the device was in the sheath of the rigid cystoscope. The patient did not require an additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.